Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, a metal portion of the lead was found to be loose and bent. The lead was removed and replaced. No further details could be obtained through follow-up investigation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal connector of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with the connector pin bent. If information is provided in the future, a supplemental report will be issued.